Manufacturer narrative:
The device was returned and evaluated. The welds that attach the rear actuator eyes (mec120321) to the tb3 lower frame weldment (mec145637) failed. This likely led to the chair returning to the upright position. It is unknown what precipitated this detachment but the seating system was in the field approximately 28 months before the failure. The unit was equipped with a lap belt and if worn it is likely the consumer would have remained safely fastened to the chair.

Event description:
Alleges when trying to put chair in the upright position, the chair would not move. Alleges all of a sudden the chair bolted upright and consumer was thrown out of the chair and landed on her feet, her body was twisted around and she fell to the floor on her right side.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges when trying to put chair in the upright position, the chair would not move. Alleges all of a sudden the chair bolted upright and consumer was thrown out of the chair and landed on her feet, her body was twisted around and she fell to the floor on her right side.